Event description:
(B)(4) received a call on 08/18/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 2:40pm. Patient ((B)(6)) called in stating that she was doubting the accuracy of her meter due to the high blood glucose results she was receiving. (B)(6) was experiencing symptoms of headaches. The reading on the prodigy meter at the time of the event was 258mg/dl. (B)(6) normal blood glucose reading around the time of day of the event is 130-200mg/dl. (B)(6) did not consume or take any medications prior to the event. (B)(6) went to the ER on her own. (B)(6) blood glucose reading upon arrival at the ER was 144mg/dl. (B)(6) received no treatment at ER. (B)(6) blood glucose reading prior to discharge from ER was 149mg/dl. (B)(6) total stay in the ER was 3-4 hours. (B)(6). (B)(4) sent replacement and prepaid envelope requesting return of suspect system.